Event description:
I used this new philips dreamstation auto CPAP machine (B)(6) 2016 through (B)(6) 2021. I noticed a persistent odor, like something was burning, when I used it. My concern is: what was I inhaling? Could it have a negative impact on my health? I stopped using it when I learned of the recall, and registered it on the philips recall website. I have heard nothing. The vendor, (B)(6), said philips won't let them issue a refund or credit. FDA safety report ID# (B)(4).